Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of this his bundle (right ventricular (rv)) lead resistance was felt when withdrawing the helix. Upon inspection it was noted the helix was deformed and tissue was noted on the helix. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.